Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Pt weight: patient weight is unavailable from the site. A medtronic representative, following-up at the site, reported the revision procedure for this patient went well. Also, reported talking with the surgeon and reviewing scans. Recommendation was made to the surgeon to request stealth protocol when ordering scans for future procedures. A navigation system check-out was performed. Software investigation completed and finds that the last scan was done with the patient wearing an oxygen mask, inhibiting the access to the patients nose for tracer. Software is functioning as designed. No fault found.

Event description:
A medtronic representative reported that, while in a cranial shunt placement procedure, the site merged a computed tomography (CT) scan and magnetic resonance imaging (MRI) scan. The site contacted a medtronic representative prior to the start of the procedure for assistance with the merge. The surgeon performed a successful tracer registration and confirmed accuracy by touching the patient nose. In proceeding to do the shunt placement (optical with passive catheter introducer (pci) probe), the surgeon was not getting any fluid return when navigated location was inside the cyst. The surgeon opted to close and have the patient taken to radiology. Post-op images confirmed the shunt was not placed inside the cyst. The surgeon scheduled a revision procedure for the following day and requested medtronic representative support.